Event description:
Information received notes that the patient was seen for a routine follow-up with no reported symptoms. Measured data was 2.58v, 183ua and <1 kohms with a magnet rate of 89.3 ppm. Multiple measurements gave the same high current drain readings. A software download was successful and the device was programmed to ddd. One week later, a follow-up again gave a high current drain reading. The patient was not pacemaker dependent.